Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler had a blank screen during unknown phase/cycle of dialysis. Patient (pt) pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Pt rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manuals. The replacement cycler has been received and the old one was returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. Exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover and particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. A pre-accelerated stress test simulated treatment was performed and completed without any failures or problems. Pl (patient line is blocked) symptom code per alarm history was not confirmed. Valve actuation and system air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection and within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Correction: a1.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty cycler had a blank screen during unknown phase/cycle of dialysis. Patient (pt) pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made any sound when pressed. Pt rebooted cycler, ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment performing manuals. The replacement cycler has been received and the old one was returned as scheduled. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.